Event description:
Harmonic scalpel handpiece would not fire correctly at beginning of surgical case. Harmonic cord tested and found to be in proper working condition. Defective harmonic scalpel removed from or table and replaced with new harmonic scalpel. Surgical procedure completed without further incident.